Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The customer was also having qc issues. The customer saw water overflowing from the reaction cells. The field service representative found water overflow during the cell rinse. He readjusted cell rinse levels, probe positions and gear pump pressure and confirmed the module was running back within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 150 mol/l and the repeated result was 250 mol/l. The results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.